Manufacturer narrative:
Device is a combination product. The device was not received for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-10376. (B)(4) clinical study. It was reported that coronary restenosis occurred. In (B)(6) 2012, the patient was presented with stable angina pectoris. An elective percutaneous coronary intervention (pci) was performed. The 75% stenosed, 70x2.5mm, concentric, eccentric, type c, diffused lesion longer than 2cm in length, with timi 3 flow, with a <=45 degree bend target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. The lesion was treated with placement of a 2.5x16mm promus element ¿ plus drug-eluting stent at 10 atmospheres followed by a 3.0x28mm promus element ¿ drug-eluting stent deployed at 14 atmospheres. Post dilatation was not performed. Residual stenosis was 0% with timi 3 flow. On the same day, the patient was discharged. In (B)(6) 2017, patient presented with ischemic symptoms. Coronary artery restenosis occurred at proximal lad. As treatment, medication was given, angiography and pci were performed. The following day, the symptoms had improved.